Manufacturer narrative:
Based on the information available, possible suspected root cause(s): patient had solid bone. The customer could not confirm which of the 2 screws returned to the manufacturer belonged to which lot. See report 9617083-2014-00027 for lot 0913ph168. From visual examination: first screw: the distal tip of the screw has been broken off at the position of the end of the driver. There are no obvious position of the end of the driver. There are no obvious signs of damage to the threads or the driver recess. The broken-off tip of the screw has fractured at an angle which may suggest that the screw had been inserted over a bent guide-wire, which has caused the tip to be 'prised' outward. Second screw: the distal tip of the screw has been broken off at approximately 1/3 from the end, which is indicative of the driver not being fully inserted.

Event description:
The customer reported that 2 x 9x28mm biosteon screws (1 x lot 0913ph168, 1 x 0713ph186) broke during the first turning when screwing into the tibial drill channel. All parts of the screws could be removed from the patient. See report 9617083-2014-00027 for lot 0913ph168.